Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with the distal tip measuring 42.0 cm was returned for analysis. External abrasion breaching the outer insulation exposing the outer coil was noted at 5.3cm to 5.4cm from the distal tip, consistent with friction to another device or features of the heart.

Event description:
This report is to advise of an event observed during analysis.